Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room. During the pre-operation device check, the pulse generator exhibited a diagnostics anomaly. No medical intervention or patient symptoms were reported. No additional information was provided.